Event description:
During an orthopedic case in operating room, the operating room table malfunctioned and kept putting the patient into trendelenberg position. This was not visible due to draping of the patient but upon taking the drapes off it was noticed. Manufacturer response for operating room table, steris c-max table (per site reporter). Company sent in evaluated table and fixed issue.